Event description:
It was reported that approximately 6 days following the implant of this transcatheter bioprosthetic valve, the patient's blood pressure increased and the patient noted difficulty breathing. Heart failure was diagnosed and pleural effusion was noted. Oxygen and intravenous nitroglycerin was administered, which improved the patient's respiratory condition. Diuretics and antihypertensive drug adjustment were also administered. The patient was discharged from the hospital. Approximately 3 months later, at an outpatient visit, it was noted that the pleural effusion had resolved.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated d.4 and h.4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.